Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the right ventricular lead had doubled from what had been measured at implant. It was further reported that the problem could possibly be related to a loose set screw. The lead and device were revised to tighten the loose connection. The lead and device remain in use. No patient complications have been reported as a result of this event.